Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the system controller was replaced due to a connection issue.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a bent prong was unable to be confirmed. The system controller (serial number: (B)(6)) was not returned for analysis. Additional provided information stated that log files were not available, that no product would be returning, and that the issue was due to a bent prong. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the system controller (serial number: (B)(6)) and it was found to pass all manufacturing and qa specifications before being shipped to the customer. The heartmate 3 patient handbook (section 6 ¿caring for the equipment¿) describes how to properly care for and clean all equipment, including the system controller and its power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was provided that the connection issue was related to a bent prong. No log files were available for review.